Manufacturer narrative:
This is a report of a use error in which a supply bag fell and disconnected, resulting in a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The patient stated the solution bag had fallen and disconnected from the supply line of a homechoice cassete. The renal therapy service agent had the patient end therapy and advised the patient to start over with new supplies. The care giver stated there had not been any difficulties making connections between the bags and lines. There had not been any damage to the cassette or bags. The care giver stated the bags had been on a flat surface and had not been exposed to any excessive force. The care giver was unsure how the bag had fallen and disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.